Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient lost stimulation after fall. All impedances were high on the lead. Intra-operatively the lead was examined and it was found to be fractured. As a result, both the lead and the ins (reference MFR report# 3008829311-2018-00103) were explanted and replaced ((B)(6) 2017). A second lead was added as well. Reportedly, effective therapy was established post-operatively and issue resolved.